Event description:
It was reported that the patient experienced severe return of pain during one long flight to (B)(6). The pain worsened after landing. The patient had several flights within (B)(6), and it was noted that each time the patient would have ¿total return of pain¿ after landing. The pump was checked 2 days later and it was ¿working.¿ there was no motor stall or alarm noted in the event logs. The patient was feeling pain relief. The pump was used to deliver morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2001-(B)(6), product type catheter product ID 8832, serial# (B)(4), product type programmer, (B)(4).